Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Unexpected restart and battery out of limit alarm were not verified due to the esc and act button were unresponsive. The device had minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer received an unexpected restart, a cold reset was performed alarm and a battery out limit alarm. The customer's blood glucose level was not reported. The insulin pump's buttons were not responding. The customer received a button error alarm. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.